Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition during shock delivery. The ICD was explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition during shock delivery. The ICD was explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. This type of damage is likely due to the pg device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed due to the environment outside of the device.